Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016, on the abdomen. The patient had taken medication(s) that contain acetaminophen. No additional event or patient information is available. The dexcom g4 platinum continuous glucose monitoring system with share user's guide states: make sure you have not taken any medications containing acetaminophen. Taking medications with acetaminophen (such as tylenol)&#60000;while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and may be different for each person. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. However, a root cause for the reported inaccuracies cannot be determined.